Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found the supply pressure sensor does not work properly due to a failure in circuit board. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no insufflation, the screen remaining black, and the faulty pressure sensor was a failed circuit board due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the high flow insufflation unit's front panel display was turning on and the device was not functioning. It was asked but the timing of the event was not known. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.